Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kinks near the pusher assembly mid-joint. Due to the kinks, the device was unable to be advanced from its returned condition during functional testing. Further evaluation revealed additional kinks in the pusher assembly. This damage was likely incidental. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, one smart coil was used to frame the target location. While attempting to advance the next smart coil, the coil was stuck in its initial position within its introducer sheath. Therefore, the smart coil was removed. Next, five smart coils were successfully implanted into the target location. While attempting to advance the next smart coil, the coil was also stuck in its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using eight additional smart coils, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.